Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR. The home monitoring service center detected a non-sustained tachycardia which was not tachycardia but a malfunction of the rv lead. Update 16. Dec 2016: the rv lead perforated the heart. The patient was hospitalized on (B)(6) 2016. A lead revision is planned, but there is no information on when that was supposed to occur. More information has been requested. For diagnostics, an x-ray was performed.

Manufacturer narrative:
Additional info 02/09/2017 - the lead was revised on (B)(6) 2016 and remains implanted.